Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.